Manufacturer narrative:
(B)(4). It was reported that calibration was not performed correctly. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the out of range symbol shows in the status area. In addition, it was also reported that multiple bg meters were used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not calibrate according to user guide specifications and the patient was using more than one meter during the sensor session, which are both considered off label use. The patient did not report injury or medical intervention.